Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Suspected false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc and negative with another rapid antigen assay the same day. No further confirmatory testing was communicated. An additional consumer event was also communicated which is captured on a separate report.